Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while the professor was about to deploy the stent into the cavernous segment of the internal carotid artery, the pushwire snapped at the distal end. The broken pushwire was removed along with the catheter, and a new stent was implanted. It was noted there was no friction or difficulty experienced, and all devices were prepared per the instructions for use (IFU). There was no injury to the patient as a result of the event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the cavernous region of the internal carotid artery with a neck diameter <(><<)>4 mm. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a neuronmax 6f, phenom 27.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the failure occurred prior to deployment. The physician did not feel any catheter damage contributed to the event because the same phenom-27 catheter was used to deliver a the second stent without issue.

Manufacturer narrative:
H3: the pipeline flex w/ shield pusher (model: ped2-475-30 lot: a914207) was returned for evaluation. The distal pipeline flex w/ shield pusher hypotube was found broken with the ptfe shrink tubing damaged at that same location. No stretching was found with the hypotube. The distal segment and braid were not returned for analysis. The broken end of the hypotube was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. No other anomalies were found. Based on the analysis findings, the customer report of ¿pushwire break/separation¿ was confirmed. The sem/eds report concluded that the failure occurred due to flexural and torsional failure: ¿a significant portion of the fracture surface exhibits corrosion damage. The fracture features observed on the remaining areas indicate a bending/twisting overload type failure.¿ this issue has been investigated before and an additional investigation is not required. Possible contributors towards failure are patient vessel tortuosity, devices not properly hydrated, catheter damage or user re-sheaths more than two times. Customer reported no friction or difficulty, devices were prepared per IFU and patient vessel tortuosity as moderate. As the phenom-027 catheter used during the event was not returned for analysis, any contribution of the phenom-027 catheter towards the resistance could not be determined. The phenom-027 catheter is compatible for use with the pipeline flex w/ shield device. The review of lot history records shows that the finished pipeline flex w/ shield has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.